Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the tenaculum forceps instrument would stay open and would not close because one of the tabs fell off. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument release levers were missing. Evidence not conclusive, but missing lever was likely due to mishandling/misuse. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were .096 - .216 in length and not aligned with the tube axis. Failure analysis investigation concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.